Manufacturer narrative:
Additional device product codes: mni, kwp, kwq, nkb. Device returned to manufacturer a device history record (DHR) review was performed for part # 498.108 lot # 5825925: manufacturing site: brandywine, manufacturing date: 11-dec-2008: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Patient age & weight not provided for reporting. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Concomitant devices reported: titanium (ti) nut 11mm width across flats (part # 498.003, lot # unknown, quantity # 10); titanium (ti) collar with grooves (part # 498.011, lot # unknown, quantity # 10); titanium (ti) snap-on transconnector 38mm-47mm for 5.5mm/6.0mm rods(part # 04.633.338, lot # unknown, quantity # 2); 5.0mm titanium (ti) dual core uss screw 40mm thread length for 6.0mm rods (part # 04.602.540, lot # unknown, quantity # 1); 5.0mm titanium (ti) dual core uss screw 45mm thread length for 6.0mm rods (part # 04.602.545, lot # unknown, quantity # 5) 5.0mm titanium (ti) dual core uss screw 50mm thread length for 6.0mm rods (part # 04.602.550, lot # unknown, quantity # 1); thread length for 6.0mm rods 50mm thread length for 6.0mm rods (part # 04.602.650, lot # unknown, quantity # 1); 6.0mm titanium (ti) dual core uss screw 45mm thread length for 6.0mm rods (part # 04.602.645, lot # unknown, quantity # 1); loseal hemostatic matrix (part # 1501824, lot # ha100916, quantity # 1); gelfoam plus hemostasis kit (part # 1501341, lot # ha101057, quantity # 1); chronos granules-medium 1.4-2.8mm/20cc-sterile (part # 710.021.99s, lot # 2632278, quantity # 1); chronos beta-tcp strip 100mm x 25mm x 3mm-sterile (part # 07.801.101.99s, lot # n999203 quantity # 1); musculoskeletal transplant foundation (mtf) dbx putty (part # 038100, serial # (B)(4), quantity # 1); musculoskeletal transplant foundation (mtf) dbx putty (part # 038100, serial # (B)(4), quantity # 1); rod connectors (part # unknown, lot # unknown, quantity # unknown); rods (part # unknown, lot # unknown, quantity # 2); uss dual core screws (t5, t6 and t7) (part # unknown, lot # unknown, quantity # unknown). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2017 due to two broken rods (6.0mm titanium (ti) hard rod 200mm). The rods broke post-operatively above the t12 screws below the transconnector on an unknown date. The surgeon decided to remove all hardware and replace it with a competitive system. No surgical delay. The devices were removed easily intact and the procedure was completed successfully. Treatment was less than desirable due to the broken rods. The patient was initially implanted with the universal spinal system (uss) t9-l2 on (B)(6) 2011. It is unknown if screws were placed at every level. Subsequently, a surgeon had performed a revision on (B)(6) 2011 due to a motor vehicle accident in which the patient suffered a compression fracture at an unknown level but above the uss hardware at t9. There was no hardware malfunction at this time. The surgeon connected onto the existing uss construct l2-t9 up to t5 with unknown universal spinal system dual core (uss). T9 screws were removed so unknown end-to-end rod connectors could be attached to the existing rods. New unknown rods were then added from the connectors at t9 up to t5. An unknown amount of unknown uss dual core screws were added at t5, t6 and t7. No surgical delay. The devices were removed easily intact and the procedure was completed successfully. This complaint involves two (2) devices. Concomitant devices reported: titanium (ti) nut 11mm width across flats (part # 498.003, lot # unknown, quantity # 10), titanium (ti) collar with grooves (part # 498.011, lot # unknown, quantity # 10), titanium (ti) snap-on transconnector 38mm-47mm for 5.5mm/6.0mm rods(part # 04.633.338, lot # unknown, quantity # 2), 5.0mm titanium (ti) dual core uss screw 40mm thread length for 6.0mm rods (part # 04.602.540, lot # unknown, quantity # 1), 5.0mm titanium (ti) dual core uss screw 45mm thread length for 6.0mm rods (part # 04.602.545, lot # unknown, quantity # 5), 5.0mm titanium (ti) dual core uss screw 50mm thread length for 6.0mm rods (part # 04.602.550, lot # unknown, quantity # 1), thread length for 6.0mm rods 50mm thread length for 6.0mm rods (part # 04.602.650, lot # unknown, quantity # 1), 6.0mm titanium (ti) dual core uss screw 45mm thread length for 6.0mm rods (part # 04.602.645, lot # unknown, quantity # 1), floseal hemostatic matrix (part # 1501824, lot # ha100916, quantity # 1), gelfoam plus hemostasis kit (part # 1501341, lot # ha101057, quantity # 1), chronos granules-medium 1.4-2.8mm/20cc-sterile (part # 710.021.99s, lot # 2632278, quantity # 1), chronos beta-tcp strip 100mm x 25mm x 3mm-sterile (part # 07.801.101.99s, lot # n999203 quantity # 1), musculoskeletal transplant foundation (mtf) dbx putty (part # 038100, serial # (B)(4), quantity # 1), musculoskeletal transplant foundation (mtf) dbx putty (part # 038100, serial # (B)(4), quantity # 1), rod connectors (part # unknown, lot # unknown, quantity # unknown), rods (part # unknown, lot # unknown, quantity # 2), uss dual core screws (t5, t6 and t7) (part # unknown, lot # unknown, quantity # unknown). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. The report indicates that the: visual inspection on the returned device, 6.0mm ti hard rod 200mm p/n 498.108, lot# 5825925, was found to be broken in two pieces. Minute fragments were observed to be missing. The implant was also found to be bent. The device looks worn out with multiple scratch marks and minor indentations. The wear is in line with the forces exerted during implanation-explantation process and during its time in patient¿s body. Customer quality (cq) engineering investigation: this complaint was confirmed at cq location as the ti rod was received in a broken state. The complaint condition cannot be replicated as the implant is already broken. A visual inspection, device history record (DHR) review, dcrm review and drawing review were performed as part of this investigation. Unable to determine an exact root cause. Non-compliant action by the patient may have resulted in the complaint condition. The exact root cause could not be determined. DHR review request: part # 498.108; lot # 5825925 manufacturing site: brandywine manufacturing date: 11-dec-2008 part # 498.108 lot # 5825925 contained ncr # us1001612 for uneven anodize finish on 5 out of 88 parts. The 5 parts were reworked and re-inspected for anodize finish and outer diameter, and all parts passed. This nonconformance is not relevant to the complaint condition because anodize finish has no relationship to the breakage of the rod. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. Following device was returned for cq investigation; 6.0mm ti hard rod 200mm p/n 498.108, lot# 5825925, hterefore, no investigaion performed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.